Event description:
It was reported that an altitude alarm occurred. The customer experienced an elevated blood glucose level displayed as "high"; although a specific value was not provided. Customer administered a correction injection to address bg. Reportedly a new cartridge was loaded, and insulin delivery was resumed. "

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.